Event description:
It was reported that six days after implant of an implantable pulse generator (ipg) and right atrial (ra) lead, the patient underwent heart bypass surgery that resulted in lead dislodgement. Atrial undersensing and ventricular oversensing were noted post-operatively, as well as inappropriate pacing. The lead was programmed off and the patient was transferred to the intensive care unit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).